Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the sleeve twisted during a procedure. The procedure was completed with no patient harm. The customer does not want to be contacted for further information.

Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. A complaint about twisted sleeves was received. A sample was not received to date for this complaint report; therefore, visual inspection or functional testing could not be conducted. The ¿twisted sleeves¿ is believed to reference the infusion sleeves. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause and as the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).